Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune pin driver wobbles on and off when drilling pins and femur lug holes, problem seems to be with design rather than defective instrument, the coupling does not always connect and comes loose and wobbles, appears to be no harm done to patient. Surgery delayed by 2 minutes.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.